Event description:
It was reported that during a laparoscopic roux-en-y procedure, the stapler and reload cut, but did not staple while stapling stomach. The cut line was evident, but the staples were malformed and bleeding occurred at the staple line. Surgeon over sewed the staple line on gastric side and reminent side. The case was finished with another stapling device. There was no pt consequence.

Manufacturer narrative:
Eval summary: the instrument was rec'd in good visual conditions and with a reload cartridge loaded in the instrument. The cartridge was rec'd void of staples. The instrument was tested for functionality with a test cartridge and it fired, cut and formed all staples as intended. The instrument fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.